Manufacturer narrative:
Unit received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test due to a64 alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed self test errors. The customer¿s blood glucose level was 276 mg/dl at the time of the incident. Customer reports they were able to clear the alarm(s). Customer reports pump did require rewind. Customer able to complete rewind and displacement test also pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.